Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cable damaged) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was ripped from the strain relief and wires were exposed. The root cause of the damaged cable and exposed wires could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable and exposed wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) old male patient called zoll customer support to report that the wires on his electrode belt were no longer attached to the vibration box. The patient was issued a replacement electrode belt.